Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date between (B)(6) 2021. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter set leaked directly below the buretrol. This was observed during use. The lipids were leaking out onto the exterior tubing and the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.